Manufacturer narrative:
During a vaginal delivery, the foley catheter fell out with the balloon inflated. A tear to the urethral meatus resulted and was repaired with minor suturing. The clinician stated they believe that the presentation of the newborn's head caused enough pressure to partially deflate the balloon and then push the catheter until it dislodged. A small tear to the urethral meatus occurred. The sample was returned and evaluated. There were no visual defects seen. We inflated the balloon without difficulty. The inflated balloon was symmetrically in shape and remained inflated until manually deflated. No manufacturing defects or quality issues were found.

Event description:
During a vaginal delivery, the catheter came out with the balloon inflated and a urethral meatus tear resulted.